Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, pacemaker mediated tachycardia (pmt) and post paced t-wave oversensing (pptwos) were noted on the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was in stable condition.